Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the casing issue, the bolus button was also observed to be missing with corrosion due to moisture present on the bolus button contact. A leak test was performed and failed due to a bolus button leak. During testing, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed and no further evidence of moisture ingress was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a bolus button leak, moisture in the pump, and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.